Event description:
The recipient reportedly experienced intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2019, the recipient was reimplanted with another advanced bionics cochlear device. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient¿s device was reportedly lost and will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.